Event description:
It was reported the patient was implanted and on the same day at an unknown time high impedances were measured. Electrode seven had impedances greater than 4,000 ohms. It was also noted that electrode seven was not used for stimulation. The patient had no clinical symptoms. It was unknown what diagnostic methods were used to detect the high impedance. It was unknown if the event was related to the lead, extensions, or procedure. No actions had been taken and the event was still ongoing at the time of report.

Manufacturer narrative:
Product ID: 387745, lot# b0471684k, implanted: (B)(6) 2007, product type: lead. Product ID: 747260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was related to the leads and extensions which were connected to the implantable neurostimulator (ins). The outcome was unresolved with no further action planned.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. It was noted that high impedance was already observed with the previous system implant without affecting the stimulation. After replacement of the stimulator during the procedure, impedance remained high but the stimulation was still effective.